Event description:
The reporter indicated that a current of .07 -0.8 ma and a lead impedance of 7000 ohms or higher are displayed without connecting the psc cable.

Manufacturer narrative:
Evaluation summary: the device was subjected to electrical/mechanical function testing and a complete visual inspection. Normal operation was observed.